Event description:
The customer reported cine runs locked up and there was no response from the image directory when retrieving images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and cine drive were replaced. The software was reloaded as well. The system was then found to be operating as intended.